Manufacturer narrative:
Integra has completed their internal investigation on july 20, 2017. Results: evaluation of returned device; the bipolar connectors are bent. It is impossible to assemble a cable on the connectors. The cleaning port cap was changed (it is black instead of blue in manufacturing specifications). The coating on distal part of both wires is scratched and damaged. The electrical insulation is compromised (electrode electrical test failed). DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family non-dismountable bipolar forceps for the past 12 months is 0,000199% complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of 0,000212% complaints / product uses for the prior 13-24 months. Conclusion: the bipolar connectors distortion is likely due to an excessive constraint on the components. Sparks are probably the result of coagulation activation with scratches and damage on coating. The damages on the coating are in all likelihood due to the use of an abrasive to clean the active part. The IFU provided with the device recommends "do not use abrasive cleaning products such as hard brushes, etc. Make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
It was reported sparks, coagulation issue and coating. Product in contact with the patient; however, no patient injury reported and the event lead to surgical delay, unknown for how long.